Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller (serial number: (B)(6) alarming for driveline communication fault alarms was confirmed via log file analysis. A review of the submitted log files from the reported event date of 13dec2024 showed a driveline communication fault alarm activating at 18:20 due to intermittent fluctuations of the communication a signal. The alarm remained active for the remainder of the data reviewed. The driveline communication fault alarms did not prevent the controller from supporting the system as intended. No equipment was returned for analysis. The root cause of the reported event could not be conclusively determined via this investigation. The device history records were reviewed and found no deviations from manufacturing or qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic due to a driveline communication fault. Patient was asymptomatic. Log files were sent for review, and the event log confirmed the reported driveline communication fault a on (B)(6) 2024. Otherwise, there were no other notable alarm conditions or parameter changes. A modular cable exchange was planned because the modular cable looked pretty bad. The pocket controller and modular cable was exchanged, and the patient was completely asymptomatic with everything. Additional information provided that the driveline communication faults have been fully resolved after the modular cable and system controller exchange. No equipment will be returned for analysis.